Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a nurse that the customer got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 36 mg/dl at the time of the incident. The customer was at 281 mg/dl at the time of the call. The customer was given food and glucose tablets to treat. The customer experienced symptoms such as sweating profusely and lethargy. The customer was wearing the insulin pump during the incident. Troubleshooting for the low was completed and the pump seemed to be working correctly. The customer declined troubleshooting for the high. The insulin pump will not be returned for analysis.